Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator energy select buttons, which are located on the front panel of the device, did not function. The clinician was unable to increase or decrease the device's joules settings. The complainant indicated that there was no pt involvement in the reported malfunction.